Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012 due to dislodgement. The physician was dr. (B)(6) at (B)(6) hospital. No other information available. Additional information received on 01/07/2013 states there was also loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).